Event description:
The customer reported that at about 13:00 (1:00 pm), while the iabp was in use on a patient, the arterial blood pressure reading and the wave form disappeared. The wave form reappeared several times. However, therapy was continued with the same iabp. At 15:00 (3:00 pm), the iabp shutdown. The customer rebooted the iabp and could restart pumping. The iabp shutdown several times afterwards, and each time the customer powered it back up. The therapy was continued with the same iabp while plugging and unplugging the ac power cord connector, and switching to battery. At about 20:00 (10:00 pm), the patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the fan in the power supply was not working properly. He observed that a retainer-ring was broken in the fan. The company representative replaced the power supply (part number 0014-00-0033e05). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The power supply has been received at the manufacturing facility in (B)(4), USA for evaluation and the failure was confirmed. The fan retainer-ring of the power supply was broken. A CAPA was opened for further investigation. A supplemental medwatch will be submitted when more information becomes available. (B)(4).